Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00188.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery (lima) using pod packing coils (pod pcs), a pod detachment handle (handle), lantern delivery microcatheter (lantern), and guidewire. During the procedure, the physician placed two pod pcs in the target vessel using the lantern. The physician then advanced the next pod pc and detached it using the handle. However, the tail of the pod pc was hanging out of the vessel. The physician then attempted to push the tail of the pod pc further in the lima by using a guidewire, but the pod pc migrated into the subclavian artery. Therefore, the physician used a snare device to remove the pod pc. The procedure ended at this point, and no additional coils were placed. There was no report of an adverse effect to the patient.